Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an ablation the device doesn't stimulate for more than 10 seconds.

Event description:
Reportedly, during an ablation the device doesn't stimulate for more than 10 seconds

Manufacturer narrative:
UDI corrected (field d4) as no readable data is available, the event cannot be confirmed. Some explanation on the general behaviour of the pm : the pm will switch to voo when the oversensing signal is detected regularly within the retriggerable absolute refractory period : the device enters in the noise behaviour and paces in voo at the basic rate. The oversensing must be detected at more than 20 hz. If the ablation shots have too low amplitude and are not sensed during the retriggerable absolute refractory period, the device goes out the noise behaviour and does not pace in voo at basic rate. In this case, the device sees the ablation shots, but not fast enough to be in the retriggerable absolute refractory period. The ablation shots generate electromagnetic interferences detections (emi) that inhibit pacing. In addition, the manual is contraindicating the use of electrocautery. If electrocautery must be used, voo programming is recommended.